Manufacturer narrative:
G4: 15oct2020, b4: 18nov2020. The fse (field service engineer) evaluated the device and confirmed the reported problem.the fse replaced the gds (gas delivery system) and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:17nov2020. B4:01dec2020. H6: patient code updated: the device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported that the unit had a low tidal volume. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician checked the setting and patient loop and the issue was resolved.